Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site address), h6 (investigation findings, component code, investigation conclusion) due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) ehc rp cardio touchscreen non-responsive. No harm reported.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) ehc rp cardio touchscreen non responsive. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d9(return to manufacture date), d10, e1(initial reporter name, event site email), g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced a new kit, display monitor to video gen board and assembly, lcd display as per manual due to touch screen issue in response to error 63. Following the repairs, the unit underwent a comprehensive functional assessment and was confirmed to meet all factory performance specifications. Additionally, the device passed the electrical safety test. The failure analysis and testing dept. Received the following parts associated with this complaint: display monitor to video gen board and assembly, and lcd display. Parts were received with a reported failure of the touchscreen not responsive and error code 63. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. Assembly, and lcd display would not function intermittently. Possible cause is component reliability. The rest of the parts had no failure confirmed. Retaining the part in the failure analysis and testing department per procedure.